Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a loss of connection occurred. The patient¿s mother stated the mobile application had a loss of connection that started at about 3:00am. At 10:00 am the patient experienced a low glucose level and lost consciousness. The school staff contacted emergency medical services (ems). His bg was 30 mg/dl and he was given dextrose via intravenous (IV) therapy, then transported to children's hospital. At the time of the contact, the patient was doing good. Data was provided for investigation. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.